Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer could not bolus and the alarm happened during normal use while he was kayaking. Customer stated that the pump was wet and he thought it was waterproof. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There were no unexpected button error alarms noted. There was an intermittent button response on the down arrow button due to the corroded keypad traces noted. There was also moisture damage noted on lcd board. There was a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.